Event description:
Parent of minor child reported "needle stick" from "re-shielding" stated, it only happened once but she would prefer the 2nd gen nano pen needles not the original nano. Stated, the needle shield is too "thin". Lot: unknown catalog, nano ultra fine pen needles date of event: unknown samples: no.

Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.